Event description:
The iab was inserted femorally in a patient with an acute mi. The physician met resistance as the iab was passed through the introducer sheath. As a result of this, the iab and sheath were removed as an unit and replaced. There were no patient complications.